Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned neurovascular treatment. The treatment was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not make exposures. Upon troubleshooting, the fse found that the system's image disk free space was low or full. The fse inspected the system and reviewed the smart data of the image disks. To resolve the issue, the fse performed a database consistency test and repair, recreated the image store, and verified the host and ippc connections. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system exposure occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A system exposure issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.